Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicates that the device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker had erratic longevity. No change in threshold was made. Field representative reviewed the threshold trend and found out that trend average was 2.7 volts. Boston scientific technical services (ts) explained that device spent some time in retry which would have been an output of 3.5 volts; this could be the reason of earlier depletion of longevity. Ts suggested continue to monitor the patient in order to check the trend and can also consider fixed output as the device was nearing elective replacement time (ert). Device still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.